Event description:
It was reported that the surgeon was inserting a 13.0 diopter single piece silicone lens and the lens tore. The surgeon removed and replaced the lens with no pt injury. The reporter stated it was due to the msi-pm injector and aq cartridge.

Manufacturer narrative:
Evaluation: a likely root cause of the lens tear was due to the injector & cartridge.